Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie pocket and drawer 2.1 pocket b6 failed. The field service engineer worked remotely with the site to resolve the issue with the failed cubie pocket. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system cubie pocket, drawer 2.1 pocket b6 failed. The customer reported that cubic pocket failed and they have rebooted the station but still not able to recover. This malfuction caused a delay in patient care and the user managed to get medication from another station. There were no adverse events or injuries reported based on this incident.